Event description:
The patient reported that she changed her infusion site before going to bed on october 13, and obtained a reading of 10.3 mmol/l before going to bed. The alarm history shows that at 3 am on october 14, the pump emitted an alarm that said "insulin not delivered." She reportedly slept through the alarm. The patient reportedly woke up on october 14 with a blood glucose reading of 33.3 mmol/l and was vomiting, had nausea, and ketones. The patient went to the emergency room and was kept overnight. She was taken off the pump at the ER and started on IV insulin. Her blood glucose levels reportedly decreased to between 5 and 10 mmol/l after treatment at the ER.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is completed, a supplemental report will be filed. There was evidence that the pump alarmed to alert the user that insulin was not delivering. The owner's booklet states that the patient must be prepared to give him/herself an injection if insulin delivery is interrupted for any reason. Therefore the product did not cause or contribute to the serious injury. Pump delivery settings and delivery history were reviewed with the patient and confirmed as accurate. The patient restarted pump therapy with no subsequent reported events.